Event description:
The customer reported a leak from reagent probe a of the unicel dxc 800 pro synchron system during routine operation. The customer stated that the leak was contained within the instrument. The customer was wearing personal protective equipment and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse discovered that the collar waste valve was not functioning causing the wash solution to leak from reagent probe a. The fse proceeded to replace the solenoid valve to resolve the leak. The fse also replaced the onboard reagent cartridges due to potential reagent contamination or dilution from the reagent probe leak.